Event description:
It was reported, to medtronic minimed. That the customer, had hospitalized, because of the pump failure, the pump battery dead and had no alarm about the sensor working. Customer reported, that the pump stopped working. The customer reported, blood glucose value of 1286 mg/dl. The customer reported, hyperglycemia, kidney failure and had elevated ketones/diabetic ketoacidosis was treated at ems (emergency medical services)/ambulance/ER (emergency room) visit, with electrolytes, IV drip insulin. Customer undergone to hospital for the treatment and spent more than 24 hours. The event involved product(s) mmt-7040a, mmt-332a, mmt-396a, mmt-1884. Customer did not feel ok to troubleshoot. It was unknown, whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown, whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. It was unknown, whether the customer will continue use of the device. No product return is required for mmt-7040a, no product return is required for mmt-332a, no product return is required for mmt-396a. Mmt-1884 was requested. And customer response was, the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This complaint is related to litigation and legal restrictions, which do not currently allow completion of product analysis for investigation. If the restrictions are lifted or additional information otherwise becomes available, the investigation will be re-opened and re-evaluated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.